Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Caller was able to resume insulin with original cartridge. Additionally, it was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be due to improper seating of cartridge on pump. Customer successfully resumed insulin therapy. The customer¿s blood glucose (bg) was 300 mg/dl.